Event description:
Device malfunction: failure to deploy locator wings. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, while advancing the thumb advancer, the device came out of the pt's anatomy. After the device was out of the anatomy, it was noticed that the locator wings were not in the open position. Hemostasis was achieved using manual compression. There were no adverse pt effects reported. Though requested, no add'l info was available.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.